Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down without warning and then rebooted itself. The bme reported that the cns is plugged directly into a red outlet (hospitals version of ups). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down without warning and then rebooted itself. The bme reported that the cns is plugged directly into a red outlet (hospitals version of ups). No patient harm was reported.